Manufacturer narrative:
The surgeon stated that as part of their current investigation, the facility had their products sterilized at another site. However, tass continues to occur. The surgeon continues to suspect the cleaning and sterilization of the phaco handpieces. The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The facility used different products. The facility was unable to identify the cause of tass. The latest measures that the facility implemented were changing the ceiling and floors, which were observed very dusty in the past. The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the directions for use (dfu) and the aorn recommended practices, and the ascrs tass task force guidance document. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
An ophthalmic surgeon reported toxic anterior segment syndrome (tass) cases following cataract with intraocular lens implant procedures since (B)(6) 2011. They have taken several different measures to remedy the issue, without resolution. They have had their products sterilized at another site, but during this period other cases of tass still occurred. Add'l info was received from the surgeon. He informed that since (B)(6) 2011, a sudden increase in the number of cases of inflammation was observed after stopping the postoperative drops. The first weeks postoperative were uneventful and then an increase in the number of cells in the front chamber was seen. Per surgeon, it seemed like cases of "late tass". The surgeon clarified that 48 pts were involved. Dates were only provided for the last cases: 1 in (B)(6) 2013, 1 in (B)(6) 2013 and 2 in (B)(6) 2013. The surgeon refused to provide add'l pt identifiers. The pts reacted well with intensively using the drops, in the beginning every hour and then decreasing progressively. It is unk what caused these events. Several measures have been taken and according to the latest info received, the hospital "changed the ceiling and floors" because they were very dusty in the past. An investigation of the water was performed by an external company but nothing special was found. Enzymatic cleaner is used to sterilize the handpieces. Add'l info provided by the surgery indicates that he believes this issue is not related to the custom pak or balanced salt solution. The post operative drop dosage and duration was increased after reported events.